Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test. Moisture in the gas module was found. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported failure of the subtest of internal leakage test in pre-use check was reproduced test of the returned air gas module in a ventilator. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The source of water into the air gas module is moist air from a faulty compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref. #: (B)(4).